Event description:
Smiths medical international ltd., has been notified of an event of an ambulatory pt suffocates because the cuff is punctured. The pt had to be transferred in ambulance to the hospital.

Manufacturer narrative:
Results evaluations (other): we are anticipating the return of the sample involved in this event. Upon return of sample, and receipt of the completed investigation, a follow up report will be submitted. I can report that we have not received any similar reports on this catalog number.